Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crtp) exhibited a non specific product performance allegation. The crtp remains in service at this time. No adverse patient effects were reported.